Manufacturer narrative:
(B)(4). The customer report of thrombosis was unable to be confirmed by the submitted customer photos. Visual analysis of both photos revealed that the portion of the catheter body that is outside of the patient appears ballooned and deformed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was unable to be performed as no lot number was provided. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2025, thrombosis was identified. Patient received curative anticoagulation with coumadin for at least three months. A new hemodialysis catheter was inserted prior to hospital discharge. The patient has been reported as fine post the incident."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "on (B)(6) 2025, thrombosis was identified. Patient received curative anticoagulation with coumadin for at least three months. A new hemodialysis catheter was inserted prior to hospital discharge. The patient has been reported as fine post the incident."